Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 800 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin novo log injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain but they feel ok. Customer treated with intravenous insulin. The device will be returned for analysis. Frn-mmt-326-rsvr, ozo-unk-snsr, unomed inf set.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked and broken battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4).